Event description:
The physician was using a 7f or 9f balloon guide catheter for an acute stroke case. The physician used direct stick access (without a groin sheath). No problems with inflation or deflation of the balloon were noted. When the balloon guide catheter was removed at the end of the case, the physician indicated that there was no balloon attached to the balloon guide catheter. The physician considered performing a cutdown of the groin to find the balloon and also considered calling a vascular surgeon, but because the pt was asymptomatic, the physician did not perform any intervention to try to find the balloon. The pt did not suffer any adverse health effects/clinical sequelae directly associated with the loss of the balloon from the balloon guide catheter.